Event description:
Complaint alleged that while transporting a pt (age & gender unknown) the device did not power up. Complainant indicated that the clinician assessed the pt manually. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.